Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 29-may-2025. Investigation summary: bd received two samples and one photo for investigation, which were inspected for discoloration, flimsy IV shields, and molding defects. The inspection revealed molding defects and discoloration in the returned samples. Additionally, 20 retained samples were inspected for discoloration and molding defects. All retained samples passed the inspection with no molding defects, flimsy components, or discoloration found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, two (2) needles had black fm in the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, two (2) needles had black fm in the holder. No adverse impact was reported regarding the patient or user.